Event description:
It was reported that during a supply change the ilet user pulled on the blue needle guard instead of rolling it off, which resulted in the infusion set pulling out of the applicator on two attempts. Education was provided to roll the guard off between the thumb and index finger, and replacement infusion sets were arranged. No reported symptoms or adverse clinical effects. Outcomes included no interruption in therapy beyond the failed insertions and provision of user education. Investigation included a customer interview and troubleshooting with education on correct insertion technique. Investigation of this case revealed improper handling of the needle guard leading to unsuccessful deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.